Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device not deployed. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during placement of the collagen, the green tube broke in the middle. Although it was possible to place angioseal completely. Right femoral artery puncture. The patient was hospitalized due to the event. There was no impact to the patient. It was reported that the patient is stable. Additional information was received 11/30/2017. Hemostasis achieved by the angioseal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal sts plus device was returned for evaluation. Returned with the device was the tamping tube. The returned device was subjected to visual analysis where a blood-like substance was found on the hemostatic sheath and the device cap. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. Both the clear and black tamping markers were exposed from the hemostatic sheath. Neither the collagen nor the anchor were returned. The tamping tube was observed split into two pieces. One piece was approximately 1 inch while the other section measured 2.44 inches. Microscopy was used to examine the severed point of the tamping tube. The edges of the severed point had a blood-like substance at the severed point. The edge appeared blunt and smooth with minimal deformation. Based on the returned device, the complaint could be confirmed for fracture/split crack as the tamping tube was returned in two separate pieces. The smooth blunt edges were consistent with the tamping tube being exposed to a sharp edge. There were no other anomalies noted with the device. No conclusion can be drawn as to the cause of the severed hemostatic sheath and carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device was manufactured to specifications and was released in a conforming state.